Manufacturer narrative:
The device was returned for not analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatment is related to procedure circumstance. In this case, per the reported, ¿the suture was tangled on the device¿ likely contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after an endovascular therapy (evt) interventional procedure. Reportedly, the device could not be removed because the suture was tangled on the device. The suture was cut, and the device was then removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.